Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but this did not resolve the issue. The lens was exchanged for a different model lens of the same length and the problem resolved. Cause of the event was reported as device.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with residue/debris on the product. Visual inspection found the lens optic torn, the haptic torn/broken/bent. Dimensional inspection found the overall length within specifications, but the width could not be evaluated due to the damaged state of the lens. Claim#: (B)(4).